Manufacturer narrative:
During a follow-up with tandem technical support, the contact reported that the customer's blood glucose level had gone down to (B)(6). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact changed the cartridge and infusion set and completed the fill tubing step, but no insulin came out of the end of the tubing for multiple infusion sets and cartridges. While troubleshooting with tandem technical support, the contact changed the infusion set and cartridge again, primed the tubing, and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.